Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and an unk clear fluid inside the catheter. No blood was visible on the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. Conclusion: the reported events cannot be confirmed by the evaluation. (B)(4).

Event description:
A 34cc 7fr balloon had a hole in it. Lot #2580.